Manufacturer narrative:
An investigation was done as a result of the inaccurate blood pressure reading that was received at this event. An edwards rn/bsn visited the facility to further investigate. She provided extensive education and training on the proper use of the products to the bio-medical and nursing staff at the hospital. It was determined that the end user had improperly placed the finger cuff on the patient and therefore, could not obtain an accurate bp reading. She demonstrated the proper set-up and use of the edwards ev1000ni clearsight system. The product will not be returned to edwards for evaluation. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There was a service work order that was generated; however, it was not related to the complaint issue. Please refer to three other submissions for the clearsight units involved; pressure controller, pump unit and evhrs unit.

Event description:
It was reported that while monitoring a patient with the non-invasive clearsight system the patient's blood pressure reading displayed on the ev1000 monitor above 190 systolic. A manual blood pressure reading was then taken on the upper arm of the patient and the blood pressure reading was around 120 systolic. The physician removed the clearsight system and inserted an arterial line into the patient for monitoring. The patient was not treated with the inaccurate value. There was no patient harm or injury.

Manufacturer narrative:
There are other components that were involved in this event. Here are the submission report numbers:pressure controller 2015691-2016-00688.pump unit 2015691-2016-00690.evhrs unit 2015691-2016-00689.finger cuff 2015691-2016-00720.in the initial report submitted on march 7, 2016, it was indicated that there were three other submissions for the units involved. That should be changed to four other submissions as listed above.